Event description:
Reporting status: serious injury/ required intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction was reported. It was reported via a trial that in 2008, the pt underwent stenting of the mid rca, the ramus, and the proximal rca with three xience v stents, all lesions were pre-dilated prior to stenting. Two months later, the pt was admitted to emergency with complaints of chest pain on and off for two weeks. The pt also experienced some nausea and vomiting. The blood pressure was 250/140 and the pt was unable to keep any medications down. The pt underwent diagnostic coronary angiography and percutaneous coronary intervention to the ramus. No additional event or pt information is available.

Manufacturer narrative:
.